Event description:
It was reported the patient never had therapeutic effect and stated ¿device is not helping.¿ it was stated the patient went through 12 pads since the friday prior to report but only needed three of them for sunday and monday. It was noted the patient had swelling of their feet since implant and acute pain on the bottom of their left heel when they go to stand in the morning. Reportedly, the patient turned their stimulation off on (B)(6) 2013 and the swelling and heel pain went away for the past two days prior to report. It was stated the patient symptoms were in their left foot and both legs. It was noted when the patient reclined they felt stimulation and tingling down to their left heel.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va05jmk, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).